Manufacturer narrative:
Visual examination of the returned device confirmed the complaint. More information is required to fully investigate the issue. Investigation is in process. A follow-up report to be sent.

Event description:
A part of the data matrix tag (dmt) label had separated from the sponge after soaking in a saline warmer, the set point temp was 110 degrees f. The dmt was in contact with the liner in the warmer bath when the defect was observed.